Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a pump notification that a new cartridge must be installed after changing out supplies. The customer's blood glucose (bg) was 400 mg/dl and indicated would use syringes as an alternative insulin therapy to address bg level. While contacting tandem technical support, the customer reported experiencing elevated blood glucose levels (533 mg/dl) and noted the cause was due to running out of insulin. The customer changed out the cartridge and continued to use the pump to address bg level.